Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not able to turn his stimulator off the day of the call. The patient stated that he is traveling and does not have time to trouble shoot with the programmer. The patient stated that he will call back with programmer to trouble shoot. No symptoms were reported. No further complications were anticipated/reported.